Manufacturer narrative:
One gold-tite tm hexed uniscrew was returned for inspection. Visual inspection revealed that the screw showed signs of damage at the drive head. The product was functionally tested. The screw fits well into a mating implant, and can be disengaged by hand tightening. However, the hex head of the screw is confirmed to be damaged, and will not accept a hex driver due to the excessive damage. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. A root cause for the complaint could not be determined.

Manufacturer narrative:
No patient information provided/unknown. Event unknown/ not provided. Device lot number is not provided/ unknown. Device has not been received by manufacturer.

Event description:
The doctor stated that during a follow-up visit that they were attempting to back out the abutment screw(iunihg) in order to check out the crown but the abutment screw was stuck due to the screw head being stripped.